Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on april 09, 2021 with lot number 2426054. Visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.